Event description:
A customer reported a sample with known anti-e did not react with 0.8% resolve panel a lot vra101 (cell #3) during verification testing. No death or serious injury was associated with this incident. This report corresponds to the co.